Manufacturer narrative:
Evaluation summary: it was caused due to a malfunction of the touch panel on the processor. This device is classified as import for export, therefore 510k is not applicable. Epk-i7010-us is available in the USA with a 510k number k182004. This report is being filed as part of the pentax backlog management plan.

Event description:
Before the installation, the touch panel screen appeared flickering upon opening the box. The hospital rejected the installation. There was no report of patient harm.